Manufacturer narrative:
Continuation of concomitant products: t510c29 tissue valve implanted (B)(6) 2014. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a false lead integrity alert (lia) due to electromagnetic interference (emi). The device remains in use. No patient complications have been reported as a result of this event.